Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested system explant due to preference for a non-saluda spinal cord stimulation system. Prior to the explant, the evoke scs system was confirmed to be operating as intended.

Manufacturer narrative:
The device was not returned to saluda for analysis. The patient requested device explant due to preference for a non-saluda spinal cord stimulation system. There was no allegation of device deficiency. The evoke scs system was operating as intended.